Event description:
It was reported that, "was in a revision with dr. [] at (B)(6) and had (2) xia 4.5 small extenders fractured at the distal ends of the constructs. Removed them and replaced with 2 new one's."

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment.results: the customer event of the fracture of a xia 4.5 titanium extended connector small was confirmed via visual inspection of the returned device. Patient history review according to the communication log showed that the patient had lengthening of the rods three times. The extended small connector likely fractured due to instantaneous load or too much fatigue induced by the patient.conclusion: lengthening of the rods inside the extenders is an off-label use of the device.

Event description:
It was reported that, "was in a revision with dr. (B)(6) and had (2) xia 4.5 small extenders fractured at the distal ends of the constructs. Removed them and replaced with 2 new one's."